Event description:
Customer or staff reports: a pt having an angiogram performed in the or. The staff loaded an empty disposable syringe with unknown type of contrast and loaded an unknown injection protocol. When the staff hit the start button, the ram pulled backwards. Staff stopped the injection immediately, reset the protocol, re-armed the injector. This time when injection started, the injector worked fine. They have performed several angiograms with the injector since that event and the injector has not malfunctioned again.

Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer could not reproduce the customer issue of the ram running backwards. Some blood in the tubing at the end of a run is not uncommon due to known pressure relief at the syringe/rubber plunger. The fse replaced pcb, which failed and was replaced while the fse was testing the injector for verification of operation. The communications board would not have been related to the customer complaint. Fse verified operation per the preventive maintenance procedure in the illumena service manual. Injector returned to full service by the customer.